Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the shocking was not determined. No actions or interventions were performed. The pump was fine now.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for non-malignant pain. The patient stated their alarm started beeping on (B)(6) 2016 at around 4-5 pm. When she was still awake at 4am it was still beeping. Later that morning when she woke up the beeping had stopped. She stated she felt miserable. The patient was being medicated through the pump with dilaudid (concentration unknown, dose of 3.3mg/day). The patient¿s status was unknown. Additional information was received from a consumer on (B)(4) 2016. The patient was having major problems and confirmed having seen her healthcare provider (hcp) since then. The patient stated they were planning to replace the pump because it was also shocking her. The patient did not report and falls/traumas. The event date was reported as (B)(6) 2016 and the patient had a follow-up appointment on (B)(6) 2016. On 2016-nov-16, additional information was received from a manufacturer representative. It was reported that at this point the hcp did not think the shocking was device related and was ordering diagnostics to confirm. The cause of the shocking was not determined. There were no errors on the pump from the date of the shocking. The patient stated the pump started to alarm and then silenced itself before the hcp got to the hospital to interrogate

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.